Manufacturer narrative:
During junctional tachycardia ablation procedure with a thermocool smarttouch sf catheter, the patient experienced complete heart block and loss of atrioventricular (av) synchrony. No treatment was conducted, and the patient was held overnight for observation. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the 31626943l finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During junctional tachycardia ablation procedure with a thermocool smarttouch sf catheter, the patient experienced complete heart block and loss of atrioventricular (av) synchrony. No treatment was conducted, and the patient was held overnight for observation. It was reported that during a slow pathway ablation, a complete heart block and loss of av synchrony occurred. It was noticed during ablation on the electrograms (egm), and confirmed by the doctor, lab staff, and further confirmed with atrial pacing. No medical intervention was provided, and the patient is stable and will be held overnight for observation. A thermocool smarttouch sf catheter and decanav catheter were the only bwi products in the body at the time of the event. The patient was observed by the doctor for over an hour to see if av synchrony would return and it did not, so the case was aborted. Additional information was received indicating there was no specific cause for the adverse event stated by the physician. The intervention provided was that the physician kept the patient overnight for observation of rhythm and further intervention was dependent on how the patient did overnight. The outcome was unchanged at the time of case completion. The patient required at least a 1-night stay; unknown full duration of stay. No labs or testing are available at this time. The patient was under general anesthesia. Approximately 4.5 hours per case metrics. No transeptal puncture was performed. The case cancellation of the procedure did not contribute to a death or serious injury to the patient.